Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Customer received assistance from fire department officer who helped with bolusing. To resolve the issue, the customer cleared the alarm and continued to use the pump for insulin therapy. Ultimately, the customer reverted to an alternate method of insulin therapy.